Event description:
It is reported that seven months after implantation, the pt noted clicking of the hip with weight-bearing, which was confirmed on radiographs that demonstrated superior subluxation. As a result, the pt was revised.

Manufacturer narrative:
Info was received from a journal article. Eval summary: a photo of a cross-section of the explanted liner was received and it shows a small crack at the rim. It does not go through the full material thickness. No measureable oxidation of the liner was reported. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. It was reported that the abduction angle of the shell was 69 degrees. The surgical technique guides the user to implant at 45 degrees. Shell anteversion is described as minimal. The pt has a reported (B)(6). Relevant medical history reported was a valgus arthritic dysplastic right hip. Pt factors that may affect the performance of the components such as bone quality, activity level, and type of activity (low impact vs. High impact) are unk. Adherence to rehab protocol is unk. With the info provided, a definitive root cause cannot be determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l substantive info be received, the complaint will be reopened.